Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose was 500 mg/dl. Additionally, it was reported that it is difficult to connect the cable into the pump charging port. Although requested, the customer declined to provide further information or participate in troubleshooting.